Event description:
Reportable based on device analysis completed on 27may2026. It was reported that balloon damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon could not be opened. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a longitudinal tear in the balloon material.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 18mm in length and extended from a position 17mm proximal of the distal markerband to 35mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition. Based on the results of product analysis, the event occurring during the procedure and there being no reported device interaction/ damage or issue until inflation was attempted at the 85% stenosed, moderately tortuous and moderately calcified lesion site. This would suggest that the event occurred due to patient anatomy/lesion characteristics.